Manufacturer narrative:
External visual inspection: all external components and product labeling were intact with the exception of a missing set screw. Functional test: no leaks were found. All flow control valve selections were tested and found to be within specification. Incident repeatability test: the reported malfunction was duplicated when cycled 5 times without the set screw; each cycle failed to engage the 25 lpm flow selection. However, when cycled with a set screw, the 25 lpm flow selection properly engaged. Summary: co's functional evaluation idnicates that the flow control valve output was within specification when the set screw was installed. There are two locking mechanisms in the flow control valve and flow knob that are designed to facilitate the end of the flow selection process. When engaged, they stop the flow control knob from moving beyond the 25 lpm flow selection. The missing set screw results in premature engagement of the locking mechanisms, resulting in no flow. The ambulance company stated that they probably did use the flow controller without the set screw which caused the reported malfunction. Further investigation is required to determine the root cause for the missing set screw.

Event description:
As previously submitted, ambulance personnel reported that when the patient's flow was increased from 15 to 25 ipm, the paramedic noticed that the patient was not receiving any flow, or enough flow. The patient was immediately switched to another oxygen source. The patient later died from causes unrelated to the reported malfunction. The flow controller was not used with a ventilator as previously reported. Ref. Complaint file #cgmp19971290.